Event description:
A paramedic charged the defibrillator in an attempt to resuscitate a pt, condition not reported. Reportedly the device inappropriately internally dumped defibrillator charge on two separate attempts. The operator switched to the battery installed in well #2 of the device. The device then successfully charged and discharged defibrillator energy to the pt.